Event description:
It was reported that a pump alarm occurred during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in using proper loading techniques, but the cartridge alarm recurred. The customer's pump was confirmed to be within warranty, and technical support decided to replace it. The customer agreed to use multiple daily injections as a backup therapy while waiting for the replacement, was instructed to place the pump into storage mode, and was provided instructions for returning the faulty pump using a prepaid label.